Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Per phone conversations with patient and patient advocate: it was reported that the patient had a certas valve that was overdraining, leading to collapsed ventricles. The valve was reported to have implanted about 5-6 years ago. The patient stated she is experiencing symptoms and wants the device removed and replaced with another device, but that physician did not believe that was necessary.